Event description:
The device was used during an unspecified procedure. Reportedly, pneumoperitoneum leaked from the instrument. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
8/4/1998-supplemental report #1 sent to FDA. Corrected data entered in d9. Device evaluation indicated and codes entered in h3 and h6. The evaluation codes have been changed as the product was received and evaluated since the submission of our first supplement on 3/9/1998.